Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports on (B)(6) 2010 a tunnelled dialysis catheter was placed. Pt was undergoing dialysis on (B)(6) 2010 where it was noted that there was a pinpoint hole in one limb of the dialysis catheter. The catheter needed to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.